Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented atrophy around the urethra causing recurring incontinence. The aus was explanted, and the physician did a transcarpal aus because the patients urethra was too small to place a cuff around. There is no additional information reported.